Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 05/17/2022, it was reported by a sales representative via sems that a ar-4095s multi-shot instruments kit was bent. This was discovered on (B)(6) 2022 during a osteochondral darts procedure and was declared unusable. The case was completed. No additional information provided.